Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the pt reported that while changing her insulin cartridge, the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. The pt was not able to remove the plunger due to moisture in the infusion device. She switched to her backup infusion device ans was advised to allow her primary infusion device to dry over night. Upon follow up on the next day, the pt stated that the infusion device dried and she was able to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.